Manufacturer narrative:
Type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. In this case, calcification/structural valve degeneration potentially contributing to heart failure and valve replacement was unable to be confirmed, as no medical records were received. Although a root cause cannot be determined due to limited information provided, it may be related to one or more of the above-mentioned factors and mechanisms. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by our edwards lifesciences japan associate, 3 years following transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3, heart failure was reported. The aortic valve's flow velocity reached greater than 4m/s, heart failure developed, and the patient was urgently underwent percutaneous cardiopulmonary support (pcps) insertion, after flow velocity reached 5.7 m/s. Calcification on the leaflet was likely to contribute the increased flow velocity. There was moderate aortic regurgitation. The patient was transported due to dyspnea and experienced cardiac arrest while straining in the bathroom. Tav in tav procedure using 23mm sapien 3 ultra resilia was performed with no issue.